Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 9 am on (B)(6) 2016. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The reporter claimed that approximately 1 hour after the alleged meter issue occurred she developed the symptoms of "confusion, trouble talking, sweating, dry mouth". At approximately 12:05 am on (B)(6) 2017, the patient received treatment in an emergency room by a healthcare professional; they were given food. At approximately the same time, the patients blood glucose was measured on a lab device with a reading of "71 mg/dl". The reading provided on subject device at this time was "464 mg/dl". During troubleshooting, the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and had not expired nor exceeded their discard date. Products were requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
Supplemental sent to correct errors contained within the "describe event or problem" field. This should read: on (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 9 am on (B)(6) 2016. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster). The patient alleged obtaining an inaccurate high results of ¿344, 396, 376, 396, 434, 547 and 552 mg/dl¿ compared to their feelings and/or normal readings. Lifescan does not consider this to be a valid comparison. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The reporter claimed that approximately 1 hour after the alleged meter issue occurred she developed the symptoms of "confusion, trouble talking, sweating, dry mouth". At approximately 12:05 am on (B)(6) 2017 the patient received treatment in an emergency room by a healthcare professional; they were given food. At approximately the same time, the patients blood glucose was measured on a lab device with a reading of "71 mg/dl". The reading provided on subject device at this time was "464 mg/dl". During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and had not expired nor exceeded their discard date. Products were requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.